Event description:
A (B) (6) customer alleged that her child ate part of a contour test strip. She did not allege any adverse events. No product will be returned.

Manufacturer narrative:
Meter serial number and/or reagent lot number were not provided, so it was not possible to determine a manufacture date.